Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) has "slid underneath the patient's armpit". Per follow up, the patient has been seen since the report of the ipg migration but could not find a mention of a migration in the patient's records. However, the clinic could not rule out ipg migration. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.